Event description:
Pt reported that the back to back test readings obtained on the ss meter (10 min. Apart) using different finger sticks were 475, 377, 445 and 413 mg/dl (23% difference). No symptoms were reported. Meter displayed err 1 message at end of control solution test. On follow-up, pt confirmed the above back to back results. Lfs representative reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. No harm was alleged.